Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient is having high impedances on their lead. Surgical intervention may be pending to address the issue.

Event description:
Additional information received reports that surgical intervention was undertaken during which the patient's lead was explanted and replaced.